Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched lcd window, cracked case, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, broken battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was 152 mg/dl. The customer stated crack was seen on backside of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.